Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet display showed static or stress lines and became nonoperational, preventing use of on-device menus; the user denied physical damage and current blood glucose was 104 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no hospitalization, no medical intervention, and guidance to use alternate therapy if needed, with continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting and logistics review, verification of shipping and return, and replacement dispatch with instructions that device data would not transfer and that startup would be required on the replacement. Investigation of this device revealed a display malfunction consistent with a screen visibility failure of the ilet pump, with return requested for further assessment. It was concluded, based on similar reports, that the cause was a device malfunction related to the display module; root cause could not be confirmed without physical evaluation.